Event description:
A malfunction was reported on the pump, identified by the displayed code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. It was resolved that the customer could continue using the pump, with the understanding that they should call back if the issue happens again.